Event description:
Pt reported obtaining back-to-back blood glucose results of 273 mg/dl, 178 mg/dl, and 134 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.